Event description:
The physician noted that the electrical values were not good. Fluoroscopic view revealed that the lead had dislodged into the subclavian vein. Twiddler's syndrome was suspected. Because the lead was embedded in the vein, it was capped and replaced.

Manufacturer narrative:
Na